Event description:
The facility rpeorted a pump in which the batteries would not charge. It is unk when this problem was idnentified, there was no pt injury or medical intervention necessary according to the hosp. Rep. No additional information is available.